Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device: above rated burst pressure. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The asahi sion blue guide wire and xience alpine referenced in, are being filed under separate medwatch reports.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with mild tortuosity and calcification. The sion blue guide wire was advanced without issue to the target lesion. The 2.0 x 15 mm mini trek balloon catheter was advanced to the lesion for pre-dilatation. The balloon was inflated to 22 atmospheres (atm); however, the balloon ruptured on the first inflation. During removal of the mini trek, resistance was noted with the guide wire, but was successfully removed. The 2.25 x 28 xience alpine stent delivery system (sds) was then advanced over the same guide wire, and the stent was deployed at 20 atm. During removal of the sds, resistance was again noted with the guide wire. The sds was removed successfully. When the guide wire was removed, the distal tip appeared lighter in color. The procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulties were not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the coronary dilatation catheter (cdc) instructions for use mini trek rx instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). It is unknown if the over-inflation of the balloon contributed.